Manufacturer narrative:
Product analysis: analysis noted that the analyzer failed incoming functional testing. The analyzer was unable to communicate with a programmer and displayed an error message "warning; loss of communication" when the analyzer application was opened. Analysis also noted that the analyzer battery was depleted. The analyzer was replaced with a functional unit. No other anomalies were found. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.